Manufacturer narrative:
Device evaluation the product testing could not be performed because the product was not returned for evaluation. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 (20.0 diopter) intraocular lens (iol) was explanted from a patient's right eye. It was reported that the patient was not experiencing any visual issues, he just did not like the symfony lens and wanted to replace it with a monofocal lens. The lens was implanted on (B)(6) 2017, and it was explanted/replaced with a zcb00 model lens on (B)(6) 2017. The explanted lens was discarded. There was no incision enlargement, vitrectomy, or capsule tear reported. It was reported that the patient is fine. No further information was provided.